Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was insufficient negative pressure of one (1) tube. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-may-2024. Investigation summary material #: 367983. Lot/batch #:3194566. Bd received one (1) sample and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill with the incident lot was not observed. The 1 customer sample received appeared to have contamination within the well of the stopper. Therefore, bd is unable to test the received customer sample as the sample was contaminated. In addition, 20 retain samples were subjected to a draw test for low or no draw and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was insufficient negative pressure of one (1) tube. No patient impact reported.